Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a 500cc mentor memorygel breast implant experienced bilateral rupture,and breast pain post procedure the report indicated that the patient experienced pain and during surgery one implant was found to be ruptured and the other implant was fractured. Date of removal was on (B)(6) 2022. This report relates to the right prosthesis. The patient was part of the mentor adjunct study.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a 500cc mentor memorygel breast implant experienced bilateral rupture,and breast pain post procedure the report indicated that the patient experienced pain and during surgery one implant was found to be ruptured and the other implant was fractured. Date of removal was on (B)(6) 2022. This report relates to the right prosthesis. The patient was part of the mentor adjunct study.